Manufacturer narrative:
This follow up report includes updates to the following sections: a1:patient identifier. B1: report type. B2: outcomes attributed to adverse event. B4: date of this report. F7: type of report. H11: additional manufacturer narrative. Investigations confirmed that the device met all manufacturing specifications, with no malfunction or nonconformance identified. The reported event involved non-deployment of the stent and resistance during attempted deployment. Based on all information received and detailed investigation, the root cause was determined to be high friction within the delivery system. This resistance may have contributed to the inability to deploy the stent as intended. The reported event is a known failure mode currently under investigation as part of ongoing efforts to reduce deployment resistance and improve device performance. No patient harm or adverse clinical impact was reported. Complaint trending activities remain ongoing, and appropriate actions will be taken if an increase in similar events is identified.

Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
A cguard prime 08x40mm stent was selected for use during an acute stroke procedure. During attempted deployment, the first stent did not deploy. The device was removed from the patient without reported complications. A second cguard prime 08x40mm stent was then prepared and advanced to the target location. Deployment was initially difficult, and the physician applied additional thumb pressure to the delivery system to facilitate release of the stent. The stent subsequently deployed successfully. The final procedural result was reported as good. No harm to the patient reported.